Manufacturer narrative:
The reported event is unconfirmed as no flaking was present. Visual evaluation noted received 1 guidewire in original open packaging with coating and jacket were in tact on catheter. Unknown substance was present on catheter therefore water was applied to catheter to determine if flaking was present or not as the coating is hydrophilic. After applying water unknown substance was no longer present. Therefore, no flaking present and product meets specifications. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the coating flaked off the guide wire end.

Event description:
It was reported that the coating flaked off the guide wire end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.